Manufacturer narrative:
Medical device: a2dr01 ipg implanted (B)(6) 2017.

Event description:
It was reported that a lead alert was triggered for elevated sensing integrity counter (sic) on the right ventricular (rv) lead. Oversensing and noise were also noted. It was also reported that the right atrial (ra) lead exhibited atrial oversensing, far field r-wave (ffrw) oversensing and noise. The physician was unable to reproduce noise on either lead. Both leads continue to be closely monitored and remain in use. No patient complications have been reported as a result of this event.